Manufacturer narrative:
Patient experienced a burn following a laser procedure, however the extent of the injury is not known or able to be confirmed. The customer site did not provide any patient/treatment details and was unresponsive to cynosure's multiple attempts to obtain information. It only informed cynosure that the patient sought intervention from various healthcare providers who had diagnosed the patient impact as a possible 3rd degree burn. Therefore, this is reportable due to the severity of the patient's burn and having intervention care.

Event description:
Patient had a burn from an ipl procedure.